Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a patient notifier due to the implantable defibrillator reached elective replacement. Upon review of past longevity estimates, it was determined that the device had exhibited premature battery depletion. The device had dropped excessively in 3 months. The device had reached elective replacement on (B)(6) 2017 and reached end of service on (B)(6) 2017. It was also noted that noise was observed on the right atrial lead, which cause atrial high rate episodes. The device was explanted and replaced. The procedure went well and the patient was stable post procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.